Event description:
It was reported that the tracks would not engage due to missing and damaged track belts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.